Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed.

Event description:
On (B)(6) 2014, the ssu at maquet dynamed in (B)(6) reported that the hcu 40 serial number (B)(4) stopped working when the user tried to melt the ice block. The patient side display showed a !. The cover of the unit was removed and the patient side reset switch (fuse) was pressed. The unit started to work normally after that. (B)(4).